Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. Additionally, it was reported that the pump battery was depleting quickly and the battery gauge was fluctuating resulting in the pump shutting down. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate method of insulin therapy.